Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2219328: (B)(4) items manufactured and released on (B)(6) 2022. Expiration date: 2027-09-26. No anomalies found related to the problem. To date, 10 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 21 days after primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.